Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, the patient underwent an endovascular treatment for a type b aortic dissection and a pseudoaneurysm using gore® tag® conformable thoracic stent graft with active control system(ctagac). The patient had developed a type b dissection in 2023 and presented with a 60 mm aneurysm in the descending aorta. Two ctagac devices were implanted from the descending aorta to just above the celiac artery, and the procedure was completed. On (B)(6) 2025, the patient complained of back pain. Although oral antibiotic therapy was initiated for suspected urinary tract infection at an outpatient clinic, symptoms did not improve. A CT scan revealed a stent graft-induced new entry (sine) at the proximal side of the device, along with aneurysm enlargement (increased false lumen pressure). Emergency surgery was performed, and two additional ctagac devices were placed from the proximal side. Postoperatively, the pain resolved, the false lumen thrombosed, and the aneurysm diameter decreased to approximately the preoperative size.